Event description:
In 2009, the pt reported that since beginning use of her insulin infusion device, she has intermittently had elevated blood glucose readings of 300-500 mg/dl with her target range being 200 mg/dl. Symptoms are dry mouth, frequent urination and exhaustion. She stated she consulted her healthcare professional who advised her to adjust her basal rates but the pt did not known how to make the changes. Troubleshooting did not find any product issues. A request for a trainer visit was submitted. On follow up with the pt three days later, she stated her blood glucose has returned to her normal range. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.